Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A pediatric patient of unknown age and gender underwent an unknown procedure to have a double lumen central venous catheter placed. The line broke (split) above the bifurcation and required to have the line replaced because it had been repaired twice and was unsalvageable. The line had to be repaired within weeks after placement.

Manufacturer narrative:
(B)(4). Results of the investigation: the device was not returned for evaluation and the lot number is unknown, therefore a device history record review could not be performed. Qc_438 [final inspection for tpn multi lumen catheter] states under 4.5: "confirm that each extension, main catheter shaft and, if specified, strain relief tubing are securely molded to manifold without voids or cracks." / 4.17: "confirm overall catheter surface is clean and free of damage or excessive imperfections." Due to the complaint device not being returned a physical examination of the complaint device could not be performed. A review of the specifications indicates this device is 100% inspected prior to transportation. The evaluation results are inconclusive; the root cause of the customer's difficulty could not be determined however the complaint was confirmed based upon the customer's statement. (B)(4).